Manufacturer narrative:
The device has not been returned for evaluation at this time. A supplemental report will be submitted upon completion of the plant's investigation.

Event description:
A peritoneal dialysis (pd) pt reported that his cycler alarmed for a heater bag issue while in fill 2 of 5. His cycler reported a fill volume of 1,400 ml of the expected 1,900 ml. He believes the cycler filled him with the entire heater bag as it was empty and he felt full. Technical support reviewed his treatment data and reported the cycler had filled him correctly. They offered to assist with a stat drain if he felt too full. The pt accepted and reported he began draining at a good rate. He was informed that following the drain the cycler would continue his treatment with fill 3. The following evenings the pt reported his cycler had reported a drain volume of nearly 10,000 ml. His cycler records were checked and he had a listed drain volume of 9,695 ml. His cycler is being returned for evaluation. The reported large drain of 9,695 ml was 485% over the expected drain volume which resulted in a reportable device malfunction. During f/u, the pt's pd clinic manager reported he did not require any medical intervention and did not have any symptoms of overfill. She suspects his cycler had an incorrect measurement of his drain volume. No adverse event reported at this time.